Event description:
It was reported that an ambicor inflatable penile prosthesis (app) was not implanted during a replacement surgery because it failed to properly deflate. The surgeon successfully implanted another app. The patient was reported to be doing will after the procedure.